Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/28/2020. Additional h3 device evaluation summary: one open sample of product code jb840, lot pj5264 was returned for analysis. The product code is control release and required eight strands per packet. During the visual inspection of five used needles the swage and attachment area were noted to be as expected and the barrel hole of the needles was examined under magnification and no suture remnant was observed. Marks on the body of the needles appear to be by the use of a surgical instrument could be observed. In addition, the sutures were not returned for analysis to determine the assignable cause. Also, three needle-suture combination were visually inspected, the swage and attachment area of three needle-suture combination were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to condition of five used needle, it could not be determined what may have caused the reported incident of: ¿the suture was detached from the needle easily during interrupted suturing though it was used with the usual way¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj5264 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the surgery, the suture was detached from the needle easily during interrupted suturing though it was used with the usual way. The surgeon stopped using the product. It was a control release needle. There were no adverse consequences to the patient.